Event description:
Clinical study, same case as 6000089-2005-00286. During a coronary stenting procedure the patient experienced a disssection and 5 days later the patient experiencedc a cerebral vascular accident (cva). The lesion being treated was a 2.0mm,80% stenosed distal left anterior descending (dist lad) artery. The lesion was predilated. The physician then placed a 2.0x8mm non-taxus bare metal stent. The next lesion was predilated with balloon and a dissection was discovered in the mid lad proximal. A taxus express2 8.8% 2.5x12mm drug coated stent was placed to fix the dissection. The patient was discharged the next day on plavix and aspirin. The 4th day the patient experienced a cva. The patient was hospitalized and coumadin was restarted. The patient was discharged 4 days later.

Event description:
It was further reported the 80% stenosis in the distal left anterior descending (dist lad) artery was pre-dilated with a 2.0 mm balloon and treated with a 2.0 x 8mm bare metal stent with 0% residual stenosis. The 90% stenosis in the diagonal branch 1st diagonal (1st diag) was predilated with a 2.0 balloon with 50% residual stenosis. A dissection was noted in the mid lad, requiring a 2.5 x 12 mm taxus stent for stabilization. There was 0% residual stenosis with timi iii flow. The pt was started on asa and plavix prior to discharge the next day. The pt was admitted the next day with expressive aphasia and mild right facial droop. Of note, the pt has a history of chronic atrial fibrillation and had been on coumadin. Coumadin was held for 5 days prior to implant procedure and it was not restarted prior to discharge. CT scan revealed no acute intracranial abnormalities and carotid doppler showed no significant stenosis of the carotids, but some plaque at the bifurcation of the common carotid artery. MRI showed no acute cerebrovascular accident or intra cranial hemorrhage. Echocardiogram was completed, however the report was not available. The pt's speech continued to improve, however a slight slur was noted at the time of discharge. The pt was restarted on coumadin, aspirin and plavix prior to discharge 4 days later.